Event description:
Evaluation of the returned aviva nano meter revealed that the device display was missing segments. No adverse event associated with the alleged malfunction was reported.

Manufacturer narrative:
The event occurred in (B)(6).